Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level ranged from 150-450 mg/dl. Supply changes were performed to address the occlusions. Reportedly, customer reverted to manual injections for alternate insulin therapy.